Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device displayed occurrence of a vent inop alarm and the device stopped operating. There was no patient involvement.

Manufacturer narrative:
Device evaluation: on (B)(6) 2016 the unit was received at the international service center for evaluation. Service technician confirmed that the unit would stop operating when it should be operating with battery. The international service technician replaced the power management (pm) board to resolve the issue and shipped the pm board to the v60 manufacturing facility for evaluation. On (B)(6) 2016 pm board was received for evaluation at the v60 vent manufacturing facility. Visual inspection showed signs of damage on diode d3. Pm board was installed in the test vent in an attempt to replicate the reported problem of unit not operating on battery power. The testing revealed the ventilator operated on battery for a few seconds then shut down with the red alarm led blinking and the backup alarm sounding. The failure was tracked to diode d3 which had failed open and d37 which had failed partially shorted (190 ohm resistance). Resolution and disposition: diode d3 and d37 were replaced on the pm board. Testing was repeated, this time the unit operated on battery power and without errors during transition between ac and battery operation.

Event description:
After repair was performed, run-in was performed at manufacturer's sales office and the unit stopped when power source was switched to battery. Internal battery indicator indicates that the internal battery was fully charged while ac power was connected. There was no patient involvement.